Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range pacing impedance measurements on a competitor's right ventricular (rv) lead. The patient is not pacemaker dependent and was asymptomatic. An x-ray revealed underinsertion of the rv terminal pin. No intervention was performed and the patient will be monitored.